Event description:
The pt has had 3 pumps total implanted in their history (see manufacturer's report# 3007566237-2010-08286 for event related to second pump, and manufacturer's report# 3004209178-20100-8270 for event related to third pump). The first pump was noted as having worked fine other than a few initial drug dosing complications, that resulted in the pt being overdosed. No further info was provided at the time of this report in regards to overdose/dosing complications. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).